Manufacturer narrative:
Patient information was unavailable from the site. Two lot numbers were provided for the spine clamp 110317, 160406. Manufacture date of lot 160406 is 04/06/16. Currently, clarification on which lot number is the suspect spine clamp and which was a separate proactive replacement is unavailable. On 6/26/2017 replacement parts were shipped to site. No parts have been received by manufacturer for evaluation.

Event description:
A site representative reported that during a spinal fusion procedure, the spine clamp screw head was worn. The surgery was completed with the use of another clamp. There was a delay of less than 1 hour. No impact on patient outcome.

Manufacturer narrative:
Correction: legal statement inadvertently left off of follow up number 1.

Manufacturer narrative:
Correction: part number and UDI were inadvertently provided incorrectly in the initial MDR. Correct values are now provided in the appropriate fields.

Manufacturer narrative:
Device evaluation: the suspect clamps were returned to the manufacturer and the issue confirmed. During visual inspection many nicks and cuts were observed on the clamps. One clamp was a nick in the threads of one of the adjustment screws which cause difficulty setting the clamp. The other returned clamp was fully functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.